Manufacturer narrative:
Refer to the following field for corrected information: b3 (event date). Refer to the following fields for updated information: g3, g6, h2, and h10. The event date has been corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not yet received the harmonic ace curved shears instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The harmonic ace instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if this failure mode were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the tip of the harmonic ace was broken and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the instrument was inspected prior to use, and no damage was observed. The instrument was removed during the procedure, prior to the breakage. No resistance was felt upon removal of the instrument through the cannula. The procedure had been in progress for about 45 minutes when the breakage occurred. The surgeon was dissecting tissue when the fragment fell. The surgeon did not know what caused the instrument to break. There were no reported collisions with other instruments or hard material, and no issues with functionality of the instrument. No other damage to the instrument or cannula was observed after the event. The fragment was retrieved using a laparoscopic instrument. It was confirmed that all fragments were retrieved as the piece was clearly visible in the surgical area, and no material was found to be missing when fitted with the instrument. No post-operative tests or additional intervention was required as a result of this issue. The patient has not experienced any post-operative complications.